Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 26-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Manufacturing date: 10-jul-2015; expiration date: 28-apr-2018. Tubal spasm part of the reported event: a tubal spasm is a transient anatomical event where the fallopian tube is constricted by muscular contraction and does not allow cannulation by a medical device. A tubal spasm can be triggered by the physician during the procedure if the physician does not advance the catheter with gentle, constant forward movement during cannulation. According to the product IFU, there is a precaution: unusual uterine anatomy may make it difficult to place the essure micro-inserts. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter (green sheath per problem description) breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, part of the green sheath broke off in the patient. The physician attempted to remove it with graspers and was unsuccessful; part of the green sheath was coming out of the tubal ostium. This event, regarded as breakage of essure insertion catheter, is listed according to technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, essure insertion was difficult on the left side due to tubal spasm. This may have been a contributory role in the reported catheter breakage and as this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 09-dec-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Patient had bilateral placement. The hcp went to insert the first device on the left side, went to release and it did not deploy correctly due to the tubal spasm. She attempted to pull back on the green sheath and device was stretched out and part of the green sheath broke off in the patient. She attempted to remove with graspers and was unsuccessful. It was noted that part of the green sheath was coming out of the tubal ostium. The device remained in the patient. Follow up information received on 09-dec-2015: the essure lot number used was cs000x7. Doctor inserted the first coil on the left side, when she removed the device she felt it did not deploy properly. Tubal spasm caught the sheath. The insertion catheter stretched and broke off. Bilateral placement was achieved and the patient had no injuries. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, part of the green sheath broke off in the patient. The physician attempted to remove it with graspers and was unsuccessful; part of the green sheath was coming out of the tubal ostium. This event, regarded as breakage of essure insertion catheter, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, essure insertion was difficult on the left side due to tubal spasm. This may have been a contributory role in the reported catheter breakage and as this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.